Manufacturer narrative:
Additional information: e1, e2, e3.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 52.0 cm. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. It was observed the atrial lead had a high capture threshold. Upon further inspection, it was judged the lead was dislodged. The lead failed to be repositioned so it was explanted and replaced. The patient was stable.